Manufacturer narrative:
The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest that patient factors (severe annulus calcification) may have contributed to the annular rupture. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Mangiameli, a. Study presented at: europcr paris 2018. Very-late annular rupture with aorta-to-left atrium fistula 4-months after tavi. 2018, may paris, france.

Event description:
As reported by our edwards affiliate, a study from through europcr, "very-late annular rupture with aorta-to-left atrium fistula 4-months after tavi", four months after the implant of a 29mm sapien 3 valve by transfemoral approach in aortic position, the echocardiogram revealed a mean gradient of 9mmhg and a suspicious of significant ¿paraprothesic¿ leak. A tee revealed a left ventricular outflow tract to left atrial fistula and aorta-to-left atrium fistula without evidence of endocarditis. Surgical replacement of the bioprosthesis was performed and fistulas were closed by patch. Per report, both fistulas were the consequence of a late rupture of the annulus after tavi. Per the author, mechanical compression due to deployment of a balloon expandable valve of this ¿vulnerable area¿ by calcification may cause annulus frailty and micro-lesions resultant in a very-late rupture. The native annulus diameter measured 28.1mm by tee with an area of 568mm2 by CT. The native annulus was severely calcified.